Manufacturer narrative:
Continuation of d10: product ID m995402a001 lot# serial# (B)(6) implanted: explanted: product type section d information references the main component of the system. Other relevant device(s) are: product ID: m995402a001, serial/lot #: (B)(6)., ubd: , UDI#: h3: analysis of the m995402a001 battery pack (s/n (B)(6). ) revealed that the battery would not charge in a known good unit and it was scrapped. This regulatory report is being submitted as part of a retrospective review as part of a remediation plan 411 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's controller battery would not hold a charge. Patient called and performed troubleshooting with their manufacturer representative (rep) earlier over the phone and diagnosed the lithium battery pack to be the issue. Patient noticed the issue when they went to turn their stimulation down earlier because they felt a bit off and realized the controller would not power on. Agent had patient confirm that the stimulation wasn't painful, just felt a bit too high. When they switched the battery pack with the pack from their other controller, the controller powered on and behaved normally and showed their implant was power to 70%. When patient charged the controller, the screen would display 'finished,' but showed the battery percentage at 0%. Agent had patient examine battery compartment for damages; no visible damage reported. A replacement battery pack was sent.